Manufacturer narrative:
Device evaluation: smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The user facility reported that the listed device was in use with the patient for 1 day when the tube was found to have removed itself accidentally from the patient requiring a tube change. Upon inspection, the cuff was found to be leaking. No incident related medical sequela was reported.